Manufacturer narrative:
(B)(4). Corrected data: this is notification that the initial MDR, submitted on 10/29/2015, was submitted in error as it is a duplicate of MDR#3004526033-2015-00086. This MDR should be voided.

Event description:
The customer reports that the ems was called to a CPR event. According to the emt director reporting the complaint, the patient was dead on arrival. They tried to start an io insertion in the right proximal tibia but the driver lacked power and they were not able to insert it into the bone. The green light was solid when the trigger was pressed.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the tiem of this report.

Event description:
The customer reports that the ems was called to a CPR event. According to the emt director reporting the complaint, the patient was dead on arrival. They tried to start an io insertion in the right proximal tibia but the driver lacked power and they were not able to insert it into the bone. The green light was solid when the trigger was pressed.